Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise on the atrial lead was noted. During an elective device replacement, the set screw could not be removed so the atrial lead was cut and abandoned. The lead was not replaced as the patient no longer needs atrial stimulation. The patient was stable with no adverse consequences. Related manufacturer reference number: 2938836-2017-34906.

Manufacturer narrative:
As received, a partial lead (connector end) was returned in one piece. Visual inspection of the lead did not reveal any anomalies. Electrical testing and an x-ray examination did not reveal any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.